Event description:
A medtronic representative reported that, during a l5-s1 spinal fusion procedure the surgeon alleged the system was inaccurate. The surgeon attempted surfacemerge registration twice but couldn't get it to pass so the surgeon choose to use the pointmerge registration with a 3.9 margin of error. The surgeon verified accuracy twice and was satisfied with it. The surgeon then placed the first screw and noticed that it was placed on the wrong level. The surgeon seated the screw on s1 pedicle but thought it was on l5. The surgeon opted to complete the procedure without the use of the navigation system.

Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system performed as intended and the reported event could not be duplicated by medtronic personnel. No parts have been received by the manufacturer for analysis.